Manufacturer narrative:
Submit date: 05/20/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
It was reported to covidien that a customer had an issue with a damaged power cord on an scd controller. Upon triage on (B)(6) 2016 a service technician found that there were exposed copper wires.

Manufacturer narrative:
After initial review of the information in the complaint file, the complaint was confirmed. The power cord attached to scd express comp system UK, was found to be damaged with exposed copper wire. The cause of the reported condition for the damaged power cord was due to being squeezed between bed rails. The damaged power cord will be scrapped to correct the reported issue. Scd express comp system UK was manufactured in 2010. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.